Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2018 at 12 pm. The customer blood glucose level was 500 mg/dl. The customer was declined with troubleshooting for high blood glucose value but they will call back so at that time they can go through the troubleshoot for the high blood glucose value. The customer was treated with insulin drip and fluids. They stated they did high pressure test, displacement test and also self-test on insulin pump and it did pass with a no reservoir message on the pump screen. The device will not be returned for analysis.